Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to unspecified reasons. A new 18cm x 12mm ipp device as implanted. It was further reported that the ipp was revised because the doctor and patient felt that the device was not sized correctly and the patient had floppy glans.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to unspecified reasons. A new 18cm x 12mm ipp device as implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.